Event description:
It was reported that intermittently, an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, an obstruction was blocking the speaker holes. The customer's blood glucose was 166-242 mg/dl. After removing the obstruction from the speaker holes and loading a new cartridge, insulin delivery was resumed but altitude alarm eventually reoccurred. Reportedly, the customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.